Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that during the patient's explant procedure, the physician purposefully left the lead. The lead was removed and patient was implanted with a new lead and ipg. No malfunction suspected with the patient¿s previous system. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to poor wound healing. There was a portion of the pocket incision that kept breaking down and would not heal. There was no infection suspected.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.